Event description:
On (B)(6) 2009, pt stated that insulin had previously spilled inside the infusion device. Pt states he did not remember when, but he noticed condensation inside the infusion cartridge compartment while the pump was in run mode. He reported he removed the infusion cartridge and smelled insulin. Pt stated there was not enough insulin inside the infusion device to pour out. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.